Event description:
This unsolicited device case from (B)(6) received on (B)(6) 2013 from a consumer (patient). This case concerns a (B)(6) male pt who experienced severe knee pain and knee effusion after receiving treatment with synvisc injection. The pt had medical history of arthroscopy (15 years ago). No past medications, concurrent conditions and concomitant medications were reported. On (B)(6) 2013, the pt received treatment with synvisc injection at a dose of 2 ml (route of administration, batch/lot number and expiration date unk) for knee osteoarthritis into an unspecified location by a traumatologist specialist (not guided by ultrasound). On (B)(6) 2013, the pt experienced severe knee pain. On (B)(6) 2013 (3 days post synvisc injection), the pt visited the emergency ward where underwent arthrocentesis and unk amount of brownish synovial liquid was collected from an unspecified knee; however, it was not processed for further study in the lab. The pt denied having fever and was discharged. It was reported that on (B)(6) 2013, after 10 days of rest and treatment with nsaid's (analgesic) treatment, the event of severe knee pain resolved. The pt was prescribed nsaid's for pain and antibiotics in case of fever. Action taken: permanently discontinued. Corrective treatment: nsaid's (non-steroidal anti-inflammatory drugs) for knee pain. Outcome: knee pain: recovered / resolved. Knee effusion unk.

Manufacturer narrative:
A pharmaceutical technical complaint (ptc) was initiated with global ptc number of (B)(4) and conclusion was pending for the same. Reporter causality assessment: probable for both the events. Pharmacovigilance comment: sanofi company comment dated (B)(4) 2013: this case concerns a pt who developed severe knee pain and knee effusion after receiving treatment with synvisc for knee osteoarthritis. Although, the role of device cannot be ruled out based on temporal and anatomical proximity, however role of underlying osteoarthritis in causation cannot be ruled out.